Event description:
The spike on the tubing is so sharp, it is piercing through the neck of the IV bags as it is being attached. This is happening with much greater frequency since the sharp spike pointed version replaced the beveled, sharp desing on the tubings. It is causing wastage which is expensive and meds are having to be remixed resulting in treatment delay.